Manufacturer narrative:
Investigation summary: the investigation has been completed. No product was returned for investigation. Tachycardia/infection: in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Event description:
The manufacturer received information alleging an issue related to a dreamstation auto CPAP device. The patient has passed away. The device was returned to a third-party service center. The technician could not confirm foam particles in the device evaluation. The manufacturer is submitting a final report at this time. If any additional information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.